Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed a loose battery pin.  Physio then replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself every time they attempted to use it on a patient.  The customer advised that the device had been on for approximately 10-15 minutes before powering off by itself and that the device user had to press the power button in order to restore power.  Additionally, the device reportedly had two (2) fully charged batteries installed.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.  No further details were provided. Physio-control has made multiple attempts to obtain additional information about both the patient and the event; however, no response was received.